Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for followup. Upon review, it was revealed that the right ventricular lead exhibited an acute elevation in capture threshold. No change in impedance values or sensing threshold was noted. The cause of the capture threshold rise was unknown. Also, the patient was device dependent and was scheduled for right ventricular lead replacement procedure. The right ventricular lead was capped and replaced on (B)(6) 2020. The patient was stable post procedure.